Event description:
Pump did not alarm for a downstream occlusion. The pump was infusing tpn from a 2 liter bag containing 1600ml of the solution. The pump was programmed in the autoramp mode to infuse the contents of the bag over a 16 hour period. The pump is operated by the pt's parents. Infusion was started at approx 6pm and ran until 11pm when the family observed that the pt's central line was still clamped. The pump had not alarmed for the downstream occlusion and the display showed that only 80ml had been delivered. The family opened the central line and resumed the infusion without any problems and then contacted the home infusion facility's on-call nurse at approx 11:30pm to explain the event. No pt injury was reported and no medical interention was required. The nurse had a different pump sent to the family and requested they remove the current pump from service when the new pump arrives.